Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic partial nephrectomy, at the beginning of firing, the stapler locked, the stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. They replaced with another handle to complete the case. There was no patient injury.